Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer plate lens during the same surgery, due to the pt's condition. The pt had glaucoma and the zonules were very loose and the surgeon felt the lens would move around, so he remove it. The incision was enlarged to remove the lens and a three-piece lens was implanted. Sutures were required to close the wound.